Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred when changing infusion set sites. Reportedly, the customer was able to clear the alarms. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue and declined to perform troubleshooting. Reportedly, the customer had alternate pump and manual injections for insulin therapy.